Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a sudden rise in impedance to high levels. Thresholds had also increased, and fracture was suspected. The lead was capped and replaced. It was also reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. A new device with additional vectors was implanted to mitigate the stimulation. The lv lead remains in use. No patient complications have been reported as a result of this event.